Event description:
This ra lead was implanted on (B)(6) 2009. A product experience report was received on (B)(6) 2018 stating that this lead was explanted due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)